Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she has been experiencing an uncomfortable allergic reaction due to the sensor's adhesive. Pt's skin breaks out in hives while wearing the sensor. Pt has tried using benadryl but that did not help. Pt consulted with her physician who recommended that pt discontinues cgm wear. At the time of her call to dexcom technical support, pt was not using cgm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.